Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 486 mg/dl at the time of the incident. The pump was incorrectly suspending insulin delivery before low. The customer was at 142 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer was having sensor glucose versus blood glucose differences that led to the high. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.